Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
It was reported that the ventilator had a high internal oxygen (o2) alarm. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The se cleaned the air outlet filter and performed extended self test, all tests passed.